Event description:
The following was reported to gore: on (B)(6), the patient presented with an unknown etiology at an unknown anatomical location and underwent treatment utilizing a gore® excluder® aaa endoprostheses (pla360400/17845806). The patient tolerated the procedure. On (B)(6) 2020, the patient presented with an unknown etiology at an unknown anatomical location and underwent an unspecified additional procedure utilizing two gore® excluder® aaa endoprostheses (pla360400/21783487/22062911). On (B)(6) 2022, the patient presented with a type 1a endoleak and underwent reintervention utilizing a gore® excluder® conformable aaa endoprostheses (cxt). Further information has been requested.

Manufacturer narrative:
Addedg3/g4, h1/h2 and h6.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm and underwent treatment utilizing a gore® excluder® aaa aortic extender component. The patient tolerated the procedure. On (B)(6) 2020, the patient presented with an abdominal aortic aneurysm and underwent an unspecified additional procedure utilizing two gore® excluder® aaa aortic extender component(s). The aortic extender components were used to treat a type ia endoleak on the initially implemented devices. On (B)(6) 2022, the patient presented with a type 1a endoleak. The patient had disease progression and loss of proximal seal. This patient was treated as a compassionate use subject under the tambe pivotal study (aaa 17-01). On (B)(6) 2022, the patient underwent treatment utilizing a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Treatment to resolve the type 1a endoleak was successful and no issues with the case. Patient tolerated the procedure.

Manufacturer narrative:
This report includes pla360400 from complaints (B)(4) (sn#(B)(6)/pla360400/UDI-(B)(4)) and (B)(4) (sn#(B)(6)/pla360400/(B)(4)) as the suggested endoleak cannot be directly attributed to one device.